Manufacturer narrative:
D3: serial number incorrect on previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that since a couple of weeks following their implant surgery they have noticed implant site pain when sitting and they turn or twist their body to the left mostly and sometimes to the right. Pt said they told the doctor about it at their followup and were told it was likely healing process but it was still happening now and it was sometime worse than other times and it was annoying and jolts them. Patient (pt) asked if this has been reported. Reviewed some adverse event information from labeling and the option to turn therapy off in order to evaluate if stimulation is related to the pain or not. Redirected to their doctor. Pt said they have an appointment with the doctor coming up in mid april.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.